Event description:
It was reported that the lead measured changes in impedance, decreased sensing, and noted to be dislodged on x-ray. The lead was cut during explant and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies were found; the full lead was returned in segments for analysis. Further testing revealed blood in/on the helix/lobe mechanism.